Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an off no power alarm and failed battery test notification with a low battery warning prior. The customer stated that she woke up at 3:30 am and found that the insulin pump was dead. She reported that she put the third battery into the device, which was when she received the failed battery test. The blood glucose reading at the time of the event was 295 mg/dl, which was corrected with a bolus. The blood glucose reading at the time of the call was 443 mg/dl, for which the customer advised she did not required medical assistance. She was advised against using lithium batteries, since these may not trigger low battery warnings. The battery out limit alarm found in the history was due to changing out multiple batteries. She was advised to monitor the device. Nothing further reported.